Manufacturer narrative:
The customer's device will not be returned for the evaluation. Stryker product support specialist informed the customer that this was an end of life device that was beyond its 8 year service life. It was determined the device to be unrepairable. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient involvement in this event.